Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(6). Manufacturer's ref.(B)(4). Biosense webster manufacturer's ref. No.'s: (B)(4).

Event description:
This complaint is from a literature source. It was reported that (B)(6) patient with a prior history of nonischemic cardiomyopathy. The patient¿s ejection fraction was 21%. The patient presented with ventricular tachycardia (vt) storm, which required more than 3 appropriate therapies in a 24- hour period. During ventricular tachycardia ablation procedure the patient required intraaortic balloon pump insertion for hemodynamic support. Subsequently, the patient died, due to lung collapse. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device or the procedure and related to the patient pre-existing condition. Title: ¿(B)(6)¿. Objectives: the purpose of this study was to determine the influence of procedure duration on out comes and complications over an 8-year period. There were a total of 13 death events. These events will be reported separately. In addition, there were a total of 25 other adverse events (ae) reported in this article. 23 out 25 aes were serious and will be reported separately. Radiofrequency ablation was performed using either a 3.5-mm open-irrigated catheter (thermocool) or a closed-loop irrigated catheter ((B)(4) , boston scientific, (B)(4)). The author didn¿t mention which ablation catheter contributed to these events, therefore bwi is taking a conservative approach reporting these events under the thermocool catheter. Model and catalog number are not available. Additional information was requested on these events to clarify which catheter was used for each event, however the response is pending. Once a response is received these events will be reassessed.